Manufacturer narrative:
Calibration signals recovered within expectations. Quality controls were within range on the day of the event. A general reagent issue can be ruled out as controls were acceptable. Upon review of the alarm trace, there were no relevant alarms around the time the sample was pipetted. Several recommended cleaning maintenance alarms were observed on the date of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The calibration signals were within expectations. Quality controls were within range on the day of the event. Upon review of the alarm trace, several messages indicating recommended cleaning maintenance were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 rack. The sample initially resulted in a troponin t value of 58.54 pg/ml with a data flag. The sample was repeated because a second sample collected from the patient resulted in a troponin t value of 7.57 pg/ml. The complained sample was repeated, resulting in a troponin t value of 8.19 pg/ml.